Manufacturer narrative:
Date of event: date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has had the implantable neurostimulator (ins) replaced before, but confirmed it was due to normal battery depletion. Patient indicated they were under the impression this implant was supposed to last him 3-5 years and it has been less than 2 years with his current implant. It was stated that the health care provider (hcp) wants to explant the ins. It was noted that the ins is at 2.67v and has been going down by 0.1v every week to 2 weeks. Caller wanted to know if there was something wrong with the ins. The patient services specialist reviewed when the elective replacement indicator (eri) and end of service (eos) are being triggered and it was also discussed that battery longevity is based on settings and usage. Patient was redirected to follow up with hcp to discuss ins depletion. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was a scheduled replacement.